Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported rupture. The device will be explanted. This record relates to the right side.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed, a broken in the radius side assessed as surgical damage and missing piece of the shell. Additional observations: ¿red particles in the surface of the shell ¿crease fold observed in the device. ¿wear abrasion observed in the device additional, changed, and/or corrected data: b5, d1, d4, d6b, d9, e3 h3, h4, h6.

Event description:
Healthcare professional reported rupture. Device has been explanted and replaced with non-allergan device. This record relates to the right side.